Manufacturer narrative:
Additional device product code: ktt. Complainant part is not expected to be returned for manufacturer review/investigation. Product was not returned and therefore, no further investigation is possible. Reviewing attached picture, the blade migration can be confirmed. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record (DHR) review was conducted: part number: 04.038.405s, lot number: 49p2863, part manufacturing date: 31 march 2020, manufacturing site: (B)(4), part expiration date: 01 march 2030, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 49p2863 of tfna fenestrated helical blades was processed through the normal manufacturing and inspection operations with no rework or non-conformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Part number: 04.038m405sp, lot number: 47p6412, part manufacturing date: 11 march 2020, manufacturing site: (B)(4), part expiration date: n/a, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 47p6412 of tfna fenestrated helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot 11l0628 met all specifications with no issues documented that would contribute to this complaint condition. A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation (orif) surgery to treat the femoral trochanteric fracture with tfn-advanced proximal femoral nailing system (tfna). The patient was an elderly patient with very bad bone quality and the fracture site was severely dislocated. Although reduction was performed from a separate skin incision, it was difficult to achieve reduction. Two (2) weeks after the surgery, the patient complained of pain and visited the hospital on (B)(6) 2021, when the bone perforation by the head element was confirmed. The schedule for reoperation has not decided yet. The surgeon commented that it was a risk because the fracture was subtype p. No further information is available. This report is for one (1) tfna fenestrated helical blade 105mm - sterile. This is report 1 of 1 for complaint (B)(4).